Event description:
It was reported that the external pulse generator's atrial 3-pin connector was broken and needed to be replaced. It was further re quested that the generator receive its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis confirmed the customer comment that the atrial output connector lock was broken off. Analysis also found that the upper case and one bail cover were broken, the battery contacts were compressed and the battery drawer was damaged. All affected parts were replaced. (B)(4).